Event description:
The facility representative reported a pump with a dead battery. Information was not provided regarding whether the event occurred during patient use. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
Evaluation summary:the device evaluation was completed and during service testing the dead battery condition revealed depleted batteries, resulting in the generation of confirmed failure code 570:320:844:0000 (found in event history). Service installed new batteries and tested the device. A review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.